Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code problem code: e0207/ code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2025. On (B)(6) 2025, the patient experienced a diabetic episode during a scheduled appointment with both a hearing and eye specialist. This occurred approximately seven days after the glucose sensor had been placed. During the episode, the patient became delirious and reported blurred vision. He was promptly taken to the urgent care department. The behavior of the glucose monitoring display device during this time was not documented in the complaint. There was no mention of any egv (estimated glucose value), alerts, or alarms from the device, nor was it indicated whether a blood glucose (bg) check was performed. To address the low blood sugar symptoms, the patient was given apple juice and orange juice. After waiting approximately 10 to 15 minutes, his weight and blood pressure were recorded. At that time, the sensor still displayed a glucose level of 55 mg/dl, while the reader showed 89 mg/dl. Once his glucose readings rose to a range between 101 and 110 mg/dl (exact method of measurement unspecified), the patient was moved to the waiting room and subsequently discharged the same day. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator when the patient became delirious and reported blurred vision. The reported glucose values fall within the b zone of the parkes error grid after patient was given apple juice and orange juice. No additional patient or event information is available.